Event description:
It was reported that the pacemaker was pacing inappropriately at an upper rate during a lead replacement. The lead was being replaced due to rising thresholds during chemotherapy. The physician estimated that the rate response feature was overly aggressive and decided to change the device as well. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.